Event description:
It was reported that during saline preparation of the 3.5x15 rx promus stent delivery system, the stent moved on the balloon but did not dislodge. The stent delivery system was not used and there was no patient involvement. A new same device was used to complete the procedure. There was no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. Stent movement/unstable stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. The device was not returned to abbott vascular for analysis. It is possible that positive pressure during preparation may have been applied which could have contributed to the reported unstable stent; however, this could not be conclusively determined. A review of the lot history record for the reported lot did not reveal any non-conforming material records that could have contributed to the incident. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for unstable stent for this lot. Based on the investigation, there is no indication of a product quality deficiency.